Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; a systematic review of treatment and outcomes of type ib endoleak after endovascular abdominal aneurysm repair. Claudio bianchini massoni, paolo perini, tiziano tecchio, matteo azzarone, alessandro de troia and antonio freyrie. Doi: 10.1177/1708538117726468. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft iliac extension was implanted in the patient for the endovascular treatment of aortic aneurysm repair. The following adverse events were observed: re-intervention for dissection of right cia.